Event description:
It was reported the patient¿s battery was replaced because it failed and the patient did not require hospitalization. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v759963, implanted: (B)(6) 2012. Product type: lead. (B)(4).